Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The reduction forceps with points narrow-ratchet 132 mm (p/n: 398.40, lot #:a7na46) was returned and received at us cq. Upon visual inspection, it was observed that one of the reduction forceps jaw was broken. No other issues were identified with the returned components of the device. No dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. The complaint condition is confirmed for the reduction forceps with points narrow-ratchet 132 mm (p/n: 398.40, lot #:a7na46). There is no indication that a design or manufacturing issue has caused the breakage and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 398.40. Lot number: a7na46. Manufacturing site: tuttlingen. Release to warehouse date: week 46, 2004. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 14 years old). Updated data: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report is 2 of 6 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during sterile processing, three (3) forceps do not stay clamped, one (1) forceps has a broken tip, two (2) screwdrivers has a broken tip, one (1) screwdriver has a loose bottom piece, two (2) large quick coupling ao adapter was broken. There is no patient involvement. This complaint involves three (3) devices. This report is for one (1) reduction forceps with points narrow-ratchet 132mm. This is report is 2 of 3 for (B)(4).